Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. Based on the device damage that was reported, the most likely cause for the reported failure can be attributed to misuse. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 10/1/2021, it was reported by a sales representative via email that (2) ar-8990st fibertak suture anchors would not deploy and an ar-8990ds drill guide and guide wire kit was damaged. Surgeon has to use larger anchors to complete case.